Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: root cause: undetermined, from the limited information available it is not possible to determine why this total hip replacement recurrently dislocated requiring revision. It is likely it was an unknown combination of factors such as implant factors, patient factors, surgical technique and surgical procedure. Given the revision procedure changed the orientation of the liner it would appear that implant position may have contributed making it unlikely it was a manufacturing fault with the device. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has had a number of subsequent dislocations. A decision was made to open the patient.